Event description:
It was reported that during routine follow-up of an asymptomatic patient, an undersensing of r-waves and a loss of capture was observed on the right ventricular lead. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.